Event description:
It was reported that there was a disconnection between the supply line of an amia automated cycler set and supply bag which resulted in leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The nurse closed the clamp off and would follow up with the pd nurse regarding the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.